Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during implant this right atrial (ra) lead exhibited high impedance greater than 3,000 ohms. When this ra lead was placed into the heart tissue and connected to the generator, impedance measurement were performed several times, resulting in the same undesired outcome. The doctor elected to change the electrode. A non boston scientific new lead was implanted at the request of the doctor and no resulting adverse effects were reported. The lead was later returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during implant this right atrial (ra) lead exhibited high impedance greater than 3,000 ohms. When this ra lead was placed into the heart tissue and connected to the generator, impedance measurement were performed several times, resulting in the same undesired outcome. The doctor elected to change the electrode. A non boston scientific new lead was implanted at the request of the doctor and no resulting adverse effects were reported. The lead is expected to be returned for analysis.